Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that the surgeon closed the tsw35 instrument on the meso appendix with white handle. When surgeon went to fire the device, he could not close the black handle. Instrument was removed and another tsw35 was used to complete the case. There was no consequence to the pt.